Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital due to a fall. The implantable cardiac monitor exhibited frequent baseline noise and ¿noise recovery¿ occurrence via remote transmission. Programming changes were made. The patient was stable and recovering after the fall.